Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was related to an event queue overflow.

Event description:
The patient was admitted to the hospital after receiving a high voltage (hv) shock. It was unknown if the hv shock was appropriate. The device was interrogated and was noted to be in back-up vvi mode due to event queue overflow. A device download was performed and normal function was restored. The patient was stable.